Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the electrode exploded inside the joint. Due to this failure metal pieces were introduced into the patient and the surgeon did his best to remove everything. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the electrode exploded inside the joint. Due to this failure metal pieces were introduced into the patient. And the surgeon did his best to remove everything. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed that the ceramic encasing the probe tip was chipped at the top left of the face of the ablator. Charring was also noted along the remaining ceramic and face of the device. It was also noticed it was also noticed marks/scratches along the distal end of the shaft. The cause of this event is undetermined; however, most likely causes are by prying/leveraging of the device against bone/bony tissue, device making contact with other devices, and use of the device for extended periods of time.